Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicated that they had experienced high blood glucose of 400 mg/dl. Customer reported recurring insulin flow block alarm. Customer declined troubleshooting. It was unknown whether customer was using auto mode feature at the time of reported high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On 11/22/2021 the customer alleged no delivery/occlusion alarms during therapy causing high bg's. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on nov 22, 2021 at 21:25 during a bolus in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay. In summary, insulin pump passed required testing, thus no confirmed device issues. Customer alleged for no delivery/occlusion during bolus was found in the insulin pump history, however was not confirmed during testing. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.